Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18sep2019. Manufacturer's field service engineer (fse) performed troubleshooting with the customer and diagnosed it to be code ( pressure sensor failure). The field service engineer advised that the controller pcb (patient circuit board ) is no longer available due to eol (end of life) and provided eol documentation to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported a pressure sensor issue. There was no patient involvement.